Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage to case. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 232 mg/dl at the time of the incident. The customer stated that a piece broke off where the pump goes in. The customer noticed the damage during reservoir change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.